Event description:
Nurse reported blood leaking from the dialyzer at the beginning of a routine dialysis treatment. Treatment was discontinued and rinseback performed. Approximately 50cc blood loss was reported. No medical intervention was required.

Manufacturer narrative:
Nxstage requested return of the disposable cartridge, however, it had not been received at the time of this report. The reported leak could not be confirmed. No similar problems have been reported with this lot of cartridges. A follow-up report will be issued if the cartridge is returned.